Event description:
It was reported that one day post implant, a decrease in sensing was observed. Fluoroscopy revealed a micro-dislodgement. Lead was successfully repositioned. The patient was in good condition with all electrical measurements normal at discharge.